Event description:
It was reported that this lead has noise since (B)(6)2022 and impedance has been dropping over the past year. Probably insulation breech. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).